Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was unknown. On the same day as onset, the patient was hospitalized for the event. The treatment for the peritonitis was not reported. At the time of this report, the patient was still hospitalized and was not recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.